Event description:
It was reported that the patient presented to the clinic for a device changeout. Upon interrogation of the pulse generator, it was noted that the right atrial (ra) lead was oversensing noise. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.

Event description:
New information received noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes.